Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital due to unrelated issues with an associated lead. Upon interrogation, the atrial lead exhibited noise. No intervention or patient symptoms regarding the noise were reported. The patient would be monitored.